Event description:
According to literature article, "paradoxical hyperplasia post cryolipolysis and management," which included patient 2, "a 38-year-old man with fitzpatrick skin type ii received 2 cryolipolysis treatment spaced 3 months apart. Three weeks after the second treatment, the patient noticed an enlarged abdominal mass." A photo of the patient shows a well demarcated area in lower abdomen. "During this time, the patient had lost around 10 pounds. He was referred to the practice 6 months after the first treatment and was diagnosed with pah.

Manufacturer narrative:
The manufacturer of the device is unknown, the event is conservatively being reported. "Paradoxical hyperplasia post cryolipolysis and management" paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.